Manufacturer narrative:
On 3/14/2019, after review mentor decided to remove the patient code wrinkling for proper codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/13/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 2/22/2019, indicated that the patient has issue with breast wrinkling not the breast mass as it was reported initially. On 2/27/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor siltex round moderate profile 300cc saline breast implants which the left side deflated after implantation. Patient reported that she started experiencing some discomfort in her left breast and after a few months she started feeling a hard place, bump, lump on the left side of her chest. The patient also stated that she was very faithful in continuing to monitor the place as it was sharp and not normal very uncomfortable and at times painful, and also started to notice that the fullness was also changing. Patient is scheduled for removal and replacement on (B)(6) 2019.